Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant was placed, in ada site #19 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate placement was not performed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.